Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant due to placement difficulty which resulted in a cardiac perforation. A pericardial effusion occurred and the patient's blood pressure dropped. A tap was performed to release the fluid and no adverse patient effects were reported.